Event description:
The customer reported that his blood glucose measured 192 mg/dl at 6:24, 254 mg/dl at 4:07, 214 mg/dl at 5:24, and 188 mg/dl at 7:08. At the time of his call his bg read 238 mg/dl on his pdm and 302 mg/dl on his other meter.

Manufacturer narrative:
The returned device was evaluated and a damaged leadscrew was found. This manufacturing defect is determined to have prevented the device from delivering insulin contributing to the reported hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria. The omnipod user guide warns "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider."